Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lock lever corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely the stress boot damage on the connector side caused the communication failure, which resulted in the image failure. Cause linked to device but unable to trace more specifically. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscopic image did not appear and camera head displayed image noise. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. E1: (B)(6) medical center. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoscopic image did not appear and camera head displayed image noise. There were no reports of patient harm.